Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an 'itch' under the garment while in the hospital. Initial follow-up by a zoll representative indicated that the patient's skin 'looked good' and that the patient did not mention any irritation. Later follow up with the patient's son indicated that the patient had to have 4 surgeries to remove an infection and that the infection had healed. It is unclear if this infection is related to the lifevest.